Event description:
It was reported that a nurse found the pt hanging from the crib between the protective top and side rail. The pt had torso and legs outside but was stuck around the armpits. There was pt involvement and adverse consequences were reported.

Manufacturer narrative:
Push pins. Push pins in the protective top were not engaged. Warnings/cautions are in the manual for the caregiver to inspect these when a pt is inside. Corrective action was taken to inform nursing staff of the potential issue and preventative action was taken by removing the protective tops from all cub stretchers.